Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons of the insulin pump were not responding. The customer's blood glucose level was 7.7 mmol/l at the time of the incident. It was reported that the arrow button was not responding. The customer tried to change the reservoir, then the down arrow did not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.